Event description:
In 2007, a gore excluder aaa endoprosthesis was explanted from this pt due to a salmonella infection that was unknowingly present at the time of implant. The physician stated that the endoprosthesis did not contribute to the reasons for removal, and functioned as intended in the pt. No further events were reported on this pt. No devices were sent to gore for evaluation; therefore, no analysis was performed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in pt. Pxc141000 / 04105122.